Event description:
A medtronic ent representative reported that, while preparing for an ear, nose & throat (ent) procedure, the axiem box was triggering an over-heating error message. This was noted as they were using it for the in-service with the surgeon prior to the start of the procedure. The patient was not present when this issue was identified. Trouble-shooting did not resolve the issue. A replacement axiem box was used to continue and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. RMA issued. Replacement axiem portable shipped to site 09/24/2014. Medtronic investigation of returned suspect device finds that when the unit was placed in navigation mode for an extended burn-in test on three separate days, no thermal errors were observed during this testing. Navigation and accuracy looked normal. It passed the pegboard test with an error of 2.136mm. Device found to be fully functional. No fault found. 09/26/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.